Event description:
A complaint was received from a county emergency medical squad. The complaint stated that the control results are reading below specification. He stated that a few of the meters that are in use at the service are having display problems. He change the batteries assuming that would fix the problem. While on the phone a review of the systems was conducted. It was learned that the "units" digit was missing. Also several of the icons were incomplete. A request is made to return the affected systems for evaluation. In the meantime, replacement units were provided.